Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the proximal lad with no tortuosity mild calcification and 90% stenosis. During the first inflation of the voyager rx, the balloon ruptured at 3 atm. Another company's balloon was used for further dilatation and another company's stent was implanted. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, interaction with other devices, pt anatomy, lesion calcification, or lesion tortuosity. It was reported that the lesion was mildly calcified which could have contributed to the balloon rupture; however, without a returned device for analysis a definite root cause for the balloon rupture cannot be determined.